Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient was diagnosed with post-op complications of hematoma, pain and cellulitis. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Hematoma and pain are known inherent risks of the surgery/use of the device and included as possible complications in the adverse reactions section of the instructions for use (IFU) supplied with the device. This MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.

Event description:
Per clinical trial (B)(6): on (B)(6) 2014, patient underwent bilateral augmentation mastopexy using a full vertical and horizontal t incision. 2 pieces of galaflex were used. No concomitant procedures were done. On (B)(6) 2014, breast hematoma - lateral chest wall (resolving hematoma) was reported. Patient was treated with medication (motrin). Resolved without sequelae on (B)(6) 2014. (B)(6) 2016, redness and pain - cellulitis of right breast was reported. Patient was treated with medication (keflex). Resolved without sequelae on (B)(6) 2016. Review by medical affairs identifies as likely related to the device and serious.